Manufacturer narrative:
Other applicable components are: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient fell three weeks prior to the report and started having issues with their stimulation. The impedance was checked and it was determined that one of the contacts was damaged. The contact had impedances of over 40,000 ohms. The patient¿s stimulation was reprogrammed around the damaged contact to recapture the painful area. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient lost effective therapy and also received shocks from the ins. The cause was not determined and no further actions or interventions will be taken because the rep was able to recapture the patient's painful areas. No further complications are anticipated.